Event description:
It was reported that the patient underwent a spinal procedure. It was reported that the tip of the pituitary broke in the patient during the procedure. The surgery was prolonged 2hrs trying to retrieve the broken tip. The broken tip was retrieved. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Increased blood loss and additional anesthesia, larger dissection.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Visual and optical examination confirmed the dynamic jaw is broken off at the base of the shaft.